Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a pump error and keypad anomaly for their insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed .the product will not be returned for failure analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. Case type = ngp. Customer returned device for an alleged keypad unresponsive/button error alarm and pump error 49 on (B)(6) 2022. Device passed self test, active current measurement, sleep current measurement test and displacement test. All buttons function properly. No damage noted to keypad assembly and j1 connector on electric board was locked properly during visual inspection. Unit successfully downloaded to thump. Verified pump alarmed stuck key alarm on (B)(6) 2022 at 12:53:57.000 and pump error 49 on (B)(6) 2022 at 13:29:03.000 in pump's downloaded history. Pump error 49 was not noted during testing. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: cracked case behind the device at the battery compartment, cracked battery tube threads and pillowing keypad overlay. All buttons functioned properly during test. Keypad unresponsive/button error alarm not confirmed. Pump error 49 was not noted during testing. Pump error 49 was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.